Event description:
It was reported that the patient's myocardium was perforated by the right ventricular lead. The lead was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.